Event description:
The patient claimed that the animas pump did not detect a fully loaded insulin cartridge. Reportedly, all the insulin was pushed out of the cartridge during an insulin cartridge loading step. The patient was disconnected from the insulin pump at the time of concern. The patient was advised to go on the backup plan. The animas product was sent back to animas for investigation. There was no patient impact associated with this complaint. This complaint is being reported as a malfunction due to the alleged no cartridge detect issue.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the force sensor was found to be out of calibration and contamination was found on the force sensor. During evaluation, the pump was unable to load the cartridge.